Event description:
Device's audible alarm is no longer functioning. Pt attempted to resolved the concern by inserting a new set of batteries; however,the audible alarm was not restored. Pt experienced elevated blood glucose (value not provided), as a result of not hearing the low-cartridge warning alarm. Pt self-treated by delivering additional insulin.